Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased microbolus amounts as estimated glucose values increased towards urgent high (greater than 400 mg/dl). As estimated glucose values increased to urgent high, the automated algorithm began delivering the max microbolus amounts. The system received constant urgent high estimated glucose values between 15:15 on (B)(6) 2025 and when the pod was deactivated at 07:47 on (B)(6) 2025. Due to the automated algorithm delivering the max microbolus amount for extended periods of time in response to the urgent high estimated glucose values multiple automated delivery restriction alerts were generated, forcing the system into automated mode: limited until the alert was acknowledged. Acknowledging the alerts transitioned the system into manual mode. Transitions from automated mode to automated mode: limited were observed during this period, one due to the expected 20 minute warm-up period after pod activation, one due to a stretch of missing sensor values, and two due to automated delivery restriction alerts being generated. Transitions from automated mode to manual mode occurred due to pod changes and acknowledgment of automated delivery restriction alerts. The exact cause of other transitions to manual mode could not be determined from the available cloud data. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025, with four days in the intensive care unit. The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dyspnea, fatigue, polydipsia, and diarrhea. The patient was treated with insulin therapy. The patient was released after 8 days, on (B)(6) 2025.